Event description:
It was reported that during a cori assisted tka surgery, the real intelligence robotic drill stopped working and the system time out error showed when removing the bone. After the calibration, the same issue occurred. The procedure was resumed after no delay, with manual technique. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem was confirmed with a visual inspection. It was noticed that the motor cover was not fully tightened. The reported problem was confirmed with a functional evaluation. The drill passed kpc. During a case, the system produced a system timeout/drill deactivated error. Disassembly revealed nothing unusual. The cable passed testing. The exposure motor produced a fatal error - test time out error 3 times. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. As part of corrective actions, continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.